Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Act button did not respond due to corroded keypad trace. Functional testing was not performed due to unresponsive button. The insulin pump had moisture damage on electronics noted. The device had minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
It was reported that the customer had a button error on the insulin pump after the pump fell into the pump. Customer dried off the pump. Customer stated that the buttons were not working. Customer changed the batteries and after this, the customer received a button error. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.